Event description:
It was reported that during a coronary stenting treatment procedure, shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.25 mm x16 mm promus element stent was used. The stent's shaft broke during the procedure inside the patient. No further information is available at this time.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the catheter was returned in two sections due to a hypotube break at approximately 250 mm from the manifold strain relief. The hypotube was severely kinked just distal and just proximal to the break site. The stent had detached from the balloon and was returned separately. The balloon was folded and did not appear to have been inflated. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was stretched throughout the full length, to a total length of approximately 30 mm. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.25 mm x16 mm promus element¿ stent was used. The stent's shaft broke during the procedure inside the patient. No further information is available at this time.

Manufacturer narrative:
Device is a combination product. (B)(4). Age at time of event: 18 years or older. (B)(4).